Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an increased in threshold measurement of this right ventricular (rv) lead was noted after device interrogation was performed. It was then found that noise was sensed that prompted anti-tachycardia pacing (atp) and shock that caused the patient to fell. Upon further review, it was noted that the right ventricular (rv) lead was dislodged. Additional information obtained indicates that loss of capture was noted and dislodgement was seen when patient came in for a lead revision. The lead was then repositioned successfully. No additional adverse patient effects were reported.